Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoroscopic functions pcb was evaluated and replaced and the interconnect cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.